Event description:
The pt has filed a lawsuit alleging "the infusion systems were in a defective condition and were unreasonably dangerous in that components of the infusion systems repeatedly kinked and/or broke, and failed to perform as intended, causing harm to the pt. As a result of the defective and dangerous condition of the infusion systems, pt suffered severe and permanent injuries. Pt suffered extreme pain and emotional distress.